Manufacturer narrative:
After further review of additional information received the following sections a4, b7, d9, d10, g3, g7, h2, h3 and h6 have been updated accordingly. Section d10: concomitant devices: truliant tib imp ps insert sz 2.5 10mm (cat# 02-022-35-2510 / serial#(B)(6)). Tibial tray (cat# 02-022-55-2525). Patella (cat# 200-02-32). (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and bone, which led to aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant devices: truliant tib imp ps insert sz 2.5 10 mm (cat# 02-022-35-2510 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 14 months post rtka, this (B)(6) female patient had a revision due to right knee failed press fit femoral component that showed loosening along the anterior of the implant. Patient was downsized from 2.5 to a 2 condylar constrained knee with a 14x80 stem. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the femoral component and bone, which led to aseptic (non-infected) femoral loosening.